Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a one-month post operative visit for this right ventricular lead and implantable cardioverter defibrillator (ICD) device, interrogation revealed shock impedance measurements greater than 125 ohms. All other measurements were within normal range. Isometric testing revealed noise on the shock channel when the patient raised his left arm over his head. No noise was noted on the ventricular channel. A technical service consultant was contacted and it was thought there was a distal coil lead issue. A chest x-ray was performed. The patient remains hospitalized until a decision regarding revision is made. No adverse patient effects were reported.

Event description:
Additional information was obtained: no lead revision was performed. During a revision procedure, the leads were removed from the device header and reconnected. Post procedure, lead measurements were within normal limits. No further issues were revealed. It was thought the issue was resolved.